Event description:
Additional information received - the reporter indicated the lens was stuck in the cartridge and tore. The surgeon cut the lens in pieces to remove from the patient's eye.

Event description:
The reporter stated the surgeon was inserting an aa4204vl silicone single piece lens and the injector plunger overrode and tore the lens. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. Pieces of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) device evaluated by manufacturer? No. (Other): lens not returned. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens not returned.